Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a pathologist I encountered when I had my blood test done told me that she noticed unusual red substance in the blood collection tube (bd product) one day. She also mentioned sometimes she finds the blood collection tube stuck in the one-use holder and its hard to take out."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and showed an unused holder and unused tubes. The indicated failure modes for foreign matter (fm) and difficult to remove tube from holder with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to fm or tube stuck in holder as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of fm and tube stuck in holder. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a pathologist I encountered when I had my blood test done told me that she noticed unusual red substance in the blood collection tube (bd product) one day. She also mentioned sometimes she finds the blood collection tube stuck in the one-use holder and its hard to take out."